Event description:
It was reported that, this right atrial (ra) lead exhibited loss of capture (loc). All other measurements are within normal limits. The field representative will talk to the cardiologist on potential lead revision. This ra lead remains in service. No adverse patient effects were reported.